Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the unable to issue the medication. A technical support specialist (tss) confirmed that the customer was unable to add a medication to the patient profile for override, despite having previously been able to perform this task. Upon logging into medbank myqlink, it was found that the user had general override access, but morphine ER was configured as a high-alert medication. The tss reported that another customer with the same access was able to issue and override the medication for the same patient. It appeared that the permissions had been updated by the pharmacy. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower user was unable to add medication to patient profile to override. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.